Manufacturer narrative:
Device evaluation: the stent was returned off the balloon. The stent was stretched and deformed apart from 4 relatively undamaged segments at one end. The welds on the stent were counted and confirmed as 27. (B)(4). Evaluation, results: (stent damage, failure to deliver the stent). Results/conclusions: (device caught on a previously implanted stent). (100% occlusion, heavily calcified).

Event description:
The physician was attempting to implant a 2.5 mm diameter x 18 mm length integrity rapid exchange (rx) coronary stent, through a previously implanted other brand stent, to treat a lesion in the mid lad. The target lesion was heavily calcified with 100% occlusion and moderate tortuosity. Three pre-dilatation balloons were used to treat the target lesion. The integrity device became caught on the previously implanted proximal stent and it was removed. Upon removal the stent of the device was noted to be damaged. Prior to this physician had attempted to implant on other brand stent; however, this attempt was unsuccessful. A bare metal stent was subsequently used to treat the target lesion. The procedure ended successfully and no clinical sequelae were reported.